Event description:
It was reported that the device intermittently locked up with white screen at two separate times. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the reporter found that the customer continues to investigate the issue and will send the device to a third party biomed service provider for evaluation/repair. The device was not returned to physio-control for evaluation.